Event description:
Customer claims phlebotomist was in the process of activating pink shield with thumb and shield broke off. Customer reports the momentum of activating caused thumb to slide forward and needlestick injury occurred to right thumb. Baseline testing was performed on phlebotomist. Patient would not consent to testing.